Manufacturer narrative:
Bottle 9 (ethanol) was not in contact with the corresponding sensor for approximately three (3) seconds at 11:59am on (B)(6) 2019, which is not sufficient time to replace the reagent; and the station properties were reset at 11:59am on (B)(6) 2019. The properties of the reagent bottle in 9 prior to this user action were: ethanol concentration = 54.9%. Cycles = 32, cassettes = 5298 and days = 35. At 11:59am on (B)(6) 2019, a user affirmed in the instrument software that the ethanol concentration in bottle 9 was to be set to the default concentration of 100%. Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing are derived from the "grh 12 hour toluene mixed" protocol comprising 158 cassettes, which started in retort b at 16:49pm on (B)(6) 2019 and completed at 06:30am on (B)(6) 2019. Although the user affirmed in the instrument software that the ethanol concentration in bottles 9 (ethanol) was to be set to the default value of 100% at 11:59am on (B)(6) 2019, the actual ethanol concentration remained unchanged at 54.9% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 9 (ethanol) was used for the final dehydration step of the "grh 12 hour toluene mixed" protocol started in retort b at 16:49pm on (B)(6) 2019, from which sub-optimal tissue processing was identified. The root cause of the sub-optimal tissue processing from the "grh 12 hour toluene mixed" protocol started in retort b at 16:49pm on (B)(6) 2019 was a use error, which occurred at 11:59am on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 9 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2019, leica biosystems received a complaint of "poor processing - soft tissue" from a 12-hour protocol comprising approximately 200 cassettes executed in retort b. The complainant advised that the quality of tissue processing from a 12 hour protocol which had been executed in retort a was satisfactory. On (B)(6) 2019, the leica histology technical specialist - (B)(4) (fss) received the following information from the complainant: "after reprocessing tissue - large tissue embedded and cut ok, biopsy tissue was a little brittle. Slides will be going to the pathologist today ((B)(6) 2019)." On 07 may 2019, leica biosystems (B)(4) received the following information from the fss: "some of the tissues did have some quality issues. So far I believe one case of curettings is going to have a disclaimer on it suggesting a repeat due to a technical quality issue. I think a few cases had immuno ordered just to help with the diagnosis that maybe would not have originally" (this information was provided to the fss by the complainant on 03 may 2019).